Event description:
It was reported that a patient had a linx band implanted approximately 10 years ago. She has been experiencing swallowing difficulties for several weeks. Gastroscopy revealed that the band had migrated into the esophagus, with two buccal structures visible. Revision surgery is scheduled for early february.

Manufacturer narrative:
(B)(4) date sent: 1/28/2026 d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. D4: UDI: (01) gtin unavailable, product made prior to gtin compliance date. D6a: exact date is unk. Assumed first day of the month and the first month of the year. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. No lot or batch number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what was the exact date of implant? Are there images available that show the migration? If yes, please send them to productcomplaint1@its.jnj.com did the patient have a hiatal hernia at the time of implant? If yes was this repaired at this time of implant? Does the patient have a re-occurring hernia now? If yes, did the position of the device change based on the hernia reoccurring? When the device has been explanted, please let us know and reference (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4) date sent: 2/25/2026 corrected data: d1, d4, d6a d4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available. Additional information received: did the device migrate? If yes, answer the questions below: what was the exact date of implant? Are there images available that show the migration? What is the lot number? If yes, please send them to productcomplaint1@its.jnj.com. Did the patient have a hiatal hernia at the time of implant? If yes was this repaired at this time of implant? Does the patient have a re-occurring hernia now? If yes, did the position of the device change based on the hernia reoccurring? When the device has been explanted, please let us know and reference (B)(4). Erosion did the device erode into the esophagus? If yes, please answer the following questions: what was the date of implant? What is the lot number? If the device has been removed, what was the date of explant? What were the first clinical symptoms that provided evidence of an erosion and when did they first occur? Has the patient had any dilations, egd, or other procedure between the linx implant and discovery of the erosion? Please describe and include the dates of the procedures. Are pictures or videos available? How many beads eroded? Where were the eroded beads positioned? Which best describes the device removal approach? Endoscopically removed the eroded beads initially & laparoscopically removed the device at a later date. Endoscopically removed the eroded beads & laparoscopically removed the device the same day. Endoscopically removed the entire device. Laparoscopically removed the entire device. Was the patient stented? What is the current condition of the patient? Date of implant: (B)(6) 2015 lot-number: 3271 sn(B)(6) no hiatal hernia on date of implant or now present the implant is now inside the stomach with 6 beads in total, the explantation via endoscopy was not possible the implant migratet between end of (B)(6) 2026 and endoscopy on 9.2. From 2 beads to 6 beads, patient is at present without symptoms, initially in (B)(6) she had dysphagia the patient had no interventions between date of implant and onset of symptoms on january 26. A manufacturing record evaluation was performed for the finished device lot number 2943, and no non-conformances were identified.